Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported failure to deploy the suture could not be performed in a testing environment as not all the components were returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional six proglide devices referenced are filed under separate medwatch reports.

Event description:
It was reported that suture placement was attempted in a common femoral artery using seven proglide devices using the pre-close technique relative to a transcatheter aortic valve replacement redo procedure. Reportedly, all seven proglide device failed to deploy. The method of achieving hemostasis was not specified. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.